Event description:
Case description: investigation results: name :novopen 3 batch number :unknown. No investigation was possible, because neither sample nor batch number was available. Name :novopen 3 batch number :unknown. No investigation was possible, because neither sample nor batch number was available. Name :tresiba® penfill® (B)(4)u batch number : unknown . No investigation was possible, because neither sample nor batch number was available. Name :novorapid® penfill® batch number : unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation results added. -annex b, c, d and g codes updated. -relevant fields updated in EU/ca tab -narrative updated accordingly. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. References included: reference type: e2b linked report. Reference ID#: (B)(6). Reference notes: same patient. Reference type: e2b company number. Reference ID#: (B)(6). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2023-00159. Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2023-00160. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 28-dec-2023: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Long standing type 2 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary. Name :novopen 3, batch number :unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Fasting blood glucose was 10 mmol/l and postprandial blood glucose was 15-20 mmol/l. [Blood glucose increased]. Novopen 3 were malfunctioned [device malfunction]. Blood glucose increased [blood glucose increased]. Blood glucose increased [blood glucose increased]. Hypoglycemia [hypoglycaemia]. Fasting blood glucose was 10 mmol/l and postprandial blood glucose was 15 mmol/l. [Blood glucose increased]. Case description: this serious spontaneous case from china was reported by a consumer as "fasting blood glucose was 10 mmol/l and postprandial blood glucose was 15-20 mmol/l.(blood glucose increased)" beginning on (B)(6) 2023, "novopen 3 were malfunctioned(device malfunction)" with an unspecified onset date, "blood glucose increased(blood glucose increased)" beginning on (B)(6) 2023, "blood glucose increased(blood glucose increased)" with an unspecified onset date, "hypoglycemia(hypoglycemia)" with an unspecified onset date, "fasting blood glucose was 10 mmol/l and postprandial blood glucose was 15 mmol/l.(blood glucose increased)" with an unspecified onset date, and concerned a 58 years old male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "device therapy", novopen 3 (insulin delivery device) from unknown start date for "device therapy", tresiba penfill (insulin degludec) (dose, frequency & route used- 30 iu, qd) from unknown start date for "type 2 diabetes mellitus", novorapid penfill (insulin aspart) (dose, frequency & route used- 15 iu, qd) from unknown start date and ongoing for "type 2 diabetes mellitus". Patient's height: 180 cm. Patient's weight: 82 kg. Patient's bmi: 25.308642. Current condition: type 2 diabetes mellitus(for 30years). Historical condition: diabetic ketosis. Historical drug: novolin 30r. Procedure: hospitalization.(every year to adjust blood glucose for diabetes recuperation and ketosis). On an unknown date, hypoglycemia occurred (reported as before (B)(6) 2023 or (B)(6) 2023) (about 3-5 times a week, usually due to skipping meals for high blood glucose, or excessive exercise) with fasting blood glucose (blood glucose) 3 mmol/l it was reported that in and around (B)(6) 2023 or (B)(6) 2023, patient felt the blood glucose was unstable with fasting blood glucose(blood glucose) 10 mmol/l and patient's post prandial blood glucose(blood glucose) was 15 to 20mmol/l. On (B)(6) 2023, the patient's fasting blood glucose(blood glucose) was 10 mmol/l and patient's post prandial blood glucose(blood glucose) was 15 to 20mmol/l. On an unknown date, 3 pieces of novopen (2 pieces of novopen 3 and 1 piece of novopen 4) were replaced. And the 2 pieces of novopen 3 were malfunctioned. On an unknown date in (B)(6) 2023, the patient was hospitalized during the national day period, for about 5 days to adjust blood glucose, since the patient experienced blood glucose unstable with fasting blood glucose (blood glucose) was below 6 mmol/l and postprandial blood glucose (blood glucose) was 7-10 mmol/l. The patient will seek medical attention later and ask the doctor again. After discharge, around (B)(6) 2023, patient had unstable blood glucose with fasting blood glucose (blood glucose was also around 10 mmol/l and postprandial blood glucose (blood glucose) was around 15 mmol/l.and sought medical attention, but the patient did not disclose the exact reason and believed that his self-control was poor. It was reported that the patient will go to the local office for inspection and replacement of novopen. Novorapid and tresiba were not discontinued, and the dosage was not changed. There were also other factors, such as diet and exercise. After installing the pen holder, flow test will be conducted. Recently, there was an increase in diet (the patient sometimes went out and ate too much sugar), and the amount of activity was sometimes not enough. The needle was prescribed by the hospital, the brand was unknown, and it was 32g 4mm needle. The patient reused needles when going out, but ensured single use of needles at home. When going out, the pen was stored with the needle on it, and the needle was discarded after use at home. Batch numbers: novopen 3 was requested. Tresiba penfill: asku. Novorapid penfill: asku. Action taken to tresiba penfill was reported as no change. Action taken to novorapid penfill was reported as no change. On (B)(6) 2023 the outcome for the event "fasting blood glucose was 10 mmol/l and postprandial blood glucose was 15-20 mmol/l.(blood glucose increased)" was recovered. The outcome for the event "novopen 3 were malfunctioned (device malfunction)" was unknown. The outcome for the event "blood glucose increased(blood glucose increased)" was recovered. The outcome for the event "blood glucose increased(blood glucose increased)" was recovered. The outcome for the event "hypoglycemia(hypoglycemia)" was recovered. The outcome for the event "fasting blood glucose was 10 mmol/l and postprandial blood glucose was 15 mmol/l.(blood glucose increased)" was not recovered. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient.